Manufacturer narrative:
Weight: unk. Ethnicity:unk. Race: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -07.50/+2.5/010 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted later that same day due to excessive vaulting and the problem was resolved. The lens was not replaced with another lens due to the patient was pregnant. The cause of the event was unknown.

Manufacturer narrative:
Additional information: h3: product evaluation: lens returned dry a microcentrifuge vial. Visual observation found no visible damage to the lens. Dimensional inspections found the lens to be within specifications. Claim#: (B)(4).